Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause cannot be determined. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that an embolization coil implant would not advance more than 2 cm out of the tip of a support catheter during treatment of an abdominal aneurysm. The coil was retracted back into the catheter and advanced again, but no more than 2cm of the coil would exit the catheter tip. While attempting to remove the coil, the coil detached in the catheter. The coil was removed in its entirety together with the catheter. There was no reported intervention or patient injury.